Manufacturer narrative:
D4 - primary unique device identifier (UDI) #: (B)(4). H4 - device manufacture date: 05-feb-2023.h6 - work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
Claim#(B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens power issue. The lens was explanted and replaced with a different lens. Additional information was requested but has not been provided to date. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.